Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User reported that the device was in use with pt for about 2 weeks when it was noted that the inner cannula part of the tube had broken and detached from the rest of the device. The product was removed and replaced. No adverse effects reported.